Event description:
It was reported that during use of the device, it was observed that the plastic component of the product breaks/tears when puncturing the patient. When the needle is inserted, the plastic fails, resulting in a visible tear in the material.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831414 and lot number 4144972. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Due to the low resolution of the pictures provided, it was not possible to visualize the ¿tear¿ described; however, based on the description provided, it is most likely that this was a transfixed product. Based on the investigation, it is possible this incident resulted from product use. If the 360-degree rotation of the catheter/cannula is not performed during puncture, slight resistance may be felt when removing the cannula. In this situation, the healthcare professional may reinsert the cannula and re-cannulate the catheter, resulting in catheter spear through during puncture. It is also possible this incident resulted from product assembly, if a failure in the vision system occurred, allowing a transfixed catheter to be released to the customer. Improvement actions for this type of defect have been previously implemented. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.